Event description:
During manufacturer review of the published article entitled "rehospitalization and emergency department use rates before and after vagus nerve stimulation for epilepsy: use of state databases to provide longitudinal data across multiple clinical settings." Kalanithi ps, arrigo rt, tran p, gephart mh, shuer l, fisher r, boakye m. Neuromodulation. 2013 apr 2:544-554. Doi: 10.1111/ner.12051. [Epub ahead of print], it was identified an infection occurred for an adult patient which required hospitalization. Attempts to the lead author revealed the data in the study was de-identified. The patient identities, adverse event and device issue information was not specified, and is not available.

Manufacturer narrative:
Article citation: rehospitalization and emergency department use rates before and after vagus nerve stimulation for epilepsy: use of state databases to provide longitudinal data across multiple clinical settings. Kalanithi ps, arrigo rt, tran p, gephart mh, shuer l, fisher r, boakye m. Neuromodulation. 2013 apr 2:544-554. Doi: 10.1111/ner.12051. [Epub ahead of print].